Event description:
I was wearing a zoll life vest and in the middle of the night, I rolled over and the cord was choking me. Luckily I was able to free myself from the cord where a weaker person probably would have been killed by said life vest.